Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead dislodged at implant. The lead was explanted and replaced.

Manufacturer narrative:
(B)(6). Analysis was normal.